Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider for a clinical study reported there was a loss of efficacy and pain at the site believed to be caused by the battery pack. Since implant, symptoms were worse. Date of test was conducted on (B)(6) 2015 where the site was examined and the device was interrogated noting "no impedance found." The battery was painful and prevented her from doing things. The event resolved without sequelae on (B)(6) 2015 after the entire system was explanted. The event was related to the device or therapy but not the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.